Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms dating back to two thousand and fifteen. The ICD is at elective replacement indicator (eri). Technical services (ts) discussed possible shock test for impedances and go from there. This rv lead and ICD remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms dating back to two thousand and fifteen. The ICD is at elective replacement indicator (eri). Technical services (ts) discussed possible shock test for impedances and go from there. This rv lead and ICD remain in service at this time. No adverse patient effects were reported. Additional information was received that this ICD was explanted and rv lead remained implanted with a within normal range shock impedance measurement of 106 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms dating back to two thousand and fifteen. The ICD is at elective replacement indicator (eri). Technical services (ts) discussed possible shock test for impedances and go from there. This rv lead and ICD remain in service at this time. No adverse patient effects were reported. Additional information was received that this ICD was explanted and rv lead remained implanted with a within normal range shock impedance measurement of 106 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited a gradual rise in shock impedance measurements, eventually going out of range, indicating calcification. Additionally, pace impedance has varied between 1000 and 1400 since this patient had their device change out. Threshold measurements were within normal range and no noise has been observed. Ts discussed that since this patients device change out the shock impedance has plateaued however discussed considering a defibrillation threshold (dft) test as this patient had previously undergone a dft during the device change out which was successful. This rv lead remains in service at this time.